Event description:
Customers alleged the right wheel on lift base would not lock. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rps350-2, serial number/date code and age of device are unknown at this time. The owner's manual part number 1145811 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the right caster on the base of the rps350-2 lift would not lock. This lift is a replacement lift. The dealer will assist the consumer with replacing the non working caster. No injury.